Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of six of peritoneal dialysis therapy. During troubleshooting, it was reported that there was solution on the floor but the patient could not determine where it came from. Renal therapy service assisted with ending therapy and advised the patient to inform the registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.